Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected for any abnormalities and the following was observed: the crimped thv was had one (1) strut bent outward at outflow side. The crimped thv was diving on the flex tip and flex tip gouges were observed. Post expanded thv: a bent strut at outflow remained post expansion. Multiple struts were exposed through skirt. It is normal after crimped and use. The leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''delivery system, valve and esheath were removed with difficulties too as a single unit''. Furthermore, ''as per the pre-decontamination evaluation of the returned devices (first kit used), it was found that the valve had one frame strut bent outwards at the outflow side, which remained bent after inflation. In addition, several struts were exposed through''. Per device evaluation, valve had bent strut at outflow side. Per 3mensio, the patient's access vessel had presence of tortuosity. The presence of tortuosity can create challenging pathway during the delivery system removal, leading to resistance. It is possible that difficulty was encountered so additional manipulation was applied. If excessive force was applied to manipulate the device, it can lead to the crimped valve interacting with the sheath and resulted in the valve caught on the sheath and strut damage at the outflow. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulate, withdrawal of crimped valve) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report numbers: 2015691-2023-11458, 2015691-2023-10721, and 2015691-2023-10722.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was a case of an implant of a 29mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The patient had tortuosity and severe annular calcification. During the procedure, difficulties were found during gross alignment and fine adjust due to tortuosity and, it was not possible to cross the native valve annulus with the 29mm sapien 3 valve. Delivery system, valve and esheath were removed with difficulties too as a single unit. The patient did not experience any injury during this attempt. Per the pre-decontamination evaluation, of the returned devices (first kit used), it was found that the valve had one frame strut bent outwards at the outflow side, which remained bent after inflation.